Event description:
It was reported through an external medwatch that the (1) tsw 35 was used during an unk procedure. It was reported that the surgeon felt that the stapler was not firing correctly, it "acted stuck". The device was removed from the pt and could not be adjusted to work properly. The surgeon obtained a new device and upon putting it in noticed loose staples in the pt's abdomen. The staples were not closed. Two staples were removed. No other staples were seen on the bowel or in the abdomen. 11/09/1999 add'l info received. The rep reported that he was informed by an rn that the surgeon felt like the device was not firing properly and when the device was positioned on the bowel it bucked off after the firing sequence had already started. The surgeon noticed loose staples in the peritaneal cavity that were not formed (legs straight). The case was completed with a second device. The consequence to the pt was not reported.